Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position. Less than one (1) week post-procedure, a single leaflet device attachment (slda) occurred. The patient had functional tricuspid regurgitation. During procedure, a total of two pascal devices were implanted: first ace device was implanted in anterior-septal position (a-s) with a 2-8 orientation, and the second device in a posterior-septal (p1-s) position with a 3-9 orientation. Less than one (1) week post-procedure, it was observed through echo that the second device had tore the leaflet from the annulus, resulting in slda. The initial tricuspid regurgitation (tr) grade was 4, it was 2 immediately post-procedure, and 3 after the slda happened. As reported, the patient completely stopped the diuretic therapy for 4 days, during stationary treatment due to unknown reasons. This might have caused exceptional stress on the leaflet which led to the tearing. The patient is planned to be treated conservatively with medication at the moment.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was confirmed empirically based on the information provided. Available information suggests that patient related circumstances likely contributed to the event. As per information received, the patient discontinued diuretic therapy for four consecutive days during stationary treatment. Within one week after the procedure, echocardiography revealed that the second device had detached the leaflet from the annulus, leading to slda. This treatment interruption may have placed unusual stress on the leaflet. Since no edwards defect was identified, corrective or preventative actions are not required.